Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown.

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel occlusion requiring intervention was discovered during the final distal runoff angiogram. The lesion being treated was a 12 cm long, heavily calcified, chronic total occlusion (cto). The lesion was located in a non-tortuous, distal superficial femoral artery (sfa), with a reference vessel diameter (rvd) of 5.5mm. The physician used a 7f introducer sheath, a guide wire, and a .035" exchange catheter from a contralateral approach to successfully cross the cto lesion, then exchanged the guide wire for the viperwire. Eight sanding runs were performed: 1 run on low speed (80k rmps), but the 2.0 solid crown diamondback oad was unable to cross the cto lesion; 4 runs on medium speed (120k rpms) in which the crown successfully crossed and sanded the lesion; then 3 runs on high (160k rpms) with no apparent problems, very little residual stenosis, and successful access of the trifurcation. The total spin time was 6 minutes. Vessel occlusion and possible dissection was noted during the final angiogram of the distal runoff. Intervention with a port aspiration device was performed in the posterior tibial (pt) and peroneal arteries and with an angioplasty balloon in the anterior tibial artery (at). This improved the flow, but it did not reach the foot, which became mottled and cool. The physician inserted an infusion catheter and administered thrombolytic therapy. The following morning the sfa and distal to the abductor canal in the foot were occluded. The physician placed a stent in the abductor canal and recanalized through the pt. Thrombolytic infusion continued. The patient's condition was reported as stable. Additional information has been requested regarding this event.